Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but a few photos were provided by the customer for investigation. The complaint was confirmed upon evaluation of the customer returned photographs, although the foreign matter could not be identified from the photographs. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter was discovered with a bd vacutainer® serum/ cat plus blood collection tubes. The following information was provided by the initial reporter: black color stain.